Event description:
It was reported that non pacemaker dependent patient presented in the clinic for the routine follow up. Upon interrogation, the right ventricular lead exhibited undersensing and inadequate r wave capture with unstable high thresholds. On (B)(6), the lead was explanted and replaced. The patient remained stable during and after the procedure.